Event description:
Related manufacture reference number: 2017865-2023-15563. It was reported that the patient's pacemaker system did not pace, and as a result, the patient had a syncopal event. The device was replaced. No interventions were performed for the right ventricular lead. The patient was discharged. No additional information was reported.